Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was scheduled for an articular surface exchange on (B)(6) 2013, but it was discovered after the pt was anesthetized that the required device was not available for the surgery. The revision surgery ultimately took place in (B)(6) 2013.